Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device during a procedure. The following information was provided by the user facility: the procedure was performed as usual, but the sheath was not fixed, and the anchor did not come out of the sheath; hemostasis was achieved by astriction; blood loss was reported to be less than 250cc; and it was reported there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. One 8f angio-seal sts plus hemostasis sheath was received for evaluation. A blood-like substance was seen on the returned component. No carrier tube assembly was returned. No other visual anomalies were noted. Functional testing could not be performed since the carrier tube assembly was not returned. Visual, dimensional and functional testing results could not confirm the complaint. The evaluation was inconclusive as the carrier tube was not returned. The root cause could not be determined at this time. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.